Event description:
Ous MDR - after an implant duration of about 71 months it was reported that oversensing was noted via homemonitoring. An insulation damage was suspected. No adverse pt side effects have been reported. A check-up was performed. The lead remains implanted.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the x-ray images and ICD data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the inspection of the x-ray images, it was observed that a conductor cable of the ventricular lead was outside the lead's body, confirming the clinical observation. However, as the lead is not available for analysis, it is not possible to determine whether this observation corresponds to an inner-outer or to an outer-inner abrasion. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. For further understanding an analysis of the leads would be necessary.

Manufacturer narrative:
Ous MDR.